Event description:
At the end of the laparoscopic cholecystectomy the resident was removing a 5mm trocar from patient's abdomen and it broke in half. Both pieces were removed from the patient. They were matched up together and all parts fit.